Event description:
The customer returned the device stating, ¿the pump did not recognize when the latch was open or closed and alarms ¿cassette locked but not latched¿ when the latch was closed and locked due to a failure of the latch sensor¿; during device evaluation it was confirmed the latch/lock sensor was defective. The event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump did not recognize when the latch was open or closed and alarms ¿cassette locked but not latched¿ when the latch was closed and locked due to a failure of the latch sensor" was confirmed. The probable cause was a defective latch/lock sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.